Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID tractip 200 laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2018. Reportedly, the laser unit used was a p120 moses console. According to the complainant, during the procedure, it was noted that the laser body broke upon insertion into the scope. Reportedly, there were no fiber fragments fell inside the patient. The procedure was completed with another flexiva ID tractip 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.